Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was being revised due to normal battery depletion when a high shock impedance measurement of 175 ohms was noticed. Reportedly, this patient had a shock impedance measurement of 98 upon the initial implant. Technical services indicated that this change could be related to a change in the adipose tissue and/or encapsulation around the implantable electrode. Subsequently, the s-ICD and this implantable electrode were respectively explanted and surgically abandoned, and a transvenous ICD system was implanted as replacement. No additional adverse patient effects were reported.